Event description:
It was reported that the patient with an implantable pacemaker expressed concern about experiencing a major episode and felt that the device leads might not be connected. The patient was advised to contact the clinic. The patient reported having a mammogram and feeling lumps, which the healthcare provider suggested might be related to her pacemaker. However, the patient feels like the device might have shifted. As of this time device remains in service. No adverse patient effects were reported.